Manufacturer narrative:
Block h6: imdrf device code a140507 captures the reportable event of tubing reflux within device.

Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was used for common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed for the treatment of stricture on october 24, 2025. After the case was completed, they observed fluid flowing back into the tubing. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event.